Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer received with multiple insulin pump error. The blood glucose was 186 mg/dl at the time of the incident. Alarm occurred during the rewind/prime sequence. Customer advised to replace the insulin pump and refer to back-up plan. The insulin pump will be returned for analysis.